Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal at her usual amount, later suspected the meal size was smaller than typical, and subsequently experienced low glucose confirmed in reports, while also noting intercurrent illness and separate cgm sensor issues. Symptoms included shakiness associated with hypoglycemia, with a documented nadir of 69 mg/dl and approximately 1.5 to 2 hours below 70 mg/dl. Outcomes included treatment with oral carbohydrates (two dates and two 8 oz apple juices) followed by hyperglycemia, without need for medical intervention or assistance. Investigation included review of user reports and troubleshooting with education on meal announcements and appropriate meal size entry. Investigation of this case revealed low glucose events temporally associated with an overestimated meal announcement, with subsequent rebound hyperglycemia from corrective carbohydrate intake, and concurrent cgm sensor issues documented separately. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal entry inaccuracy compounded by illness and corrective overtreatment.